Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 27. On (B)(6) 2022, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling, increased sensitivity, abscess and inflammation. No further patient complications were reported.